Event description:
International customer reported that the renal graft separated from the arterial anastomotic site at an unspecified time, following a renal transplant. Additional information was requested; no further information was received.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.